Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Upon further investigation, found uso seal contaminated. The upstream occlusion seal was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. No adverse effects were reported.

Manufacturer narrative:
H4. Device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.